Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: 5.7 selection of display mode in uhi-4 operating instructions includes the following. "If it is not possible to check the integrated flow rate and flow rate, switch the display mode to "all display". Select the display mode with the display mode selection switch. There are three modes of display: simplified display 1, simplified display 2, and full display. Each time the switch is pressed, it changes from "simplified display 1", "simplified display 2", "full display", "simplified display 1". The setting at the time of shipment is "full display"." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during early clinical use of the high flow insufflation unit, the light emitting diode display showing the flow rate and total flow rate on the right side of the front panel went out. After turning the power off and then restarting the unit, the display was restored. The issue occurred during an unspecified therapeutic procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.